Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tri-funnel replacement gastrostomy tube 20f was received for evaluation. Gross visual and functional testing were performed. The balloon was inflated with approximately 20ml of water and was allowed to sit for 10 minutes. The balloon was massaged and no leaks were noted. The balloon was deflated without issue. The investigation is unconfirmed for leak issue, as no leaks were noted to the balloon when inflated. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately thirty days post gastrostomy feeding tube placement, the device allegedly had a sterile water leakage. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date (08/2022).

Event description:
It was reported that approximately thirty days post gastrostomy feeding tube placement, a sterile water leakage was identified. There was no reported patient injury.